Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; the connector was noted to be loose.

Event description:
It was reported that there was oversensing, noise, high thresholds, and high impedance greater than 2000 ohms. During the measurements, it was noted that the connector header was "instable" and all lead measurements were within specification. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "ok".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.